Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose of 505mg/dl, and found that he had an emergency room visit. Troubleshooting was performed at that time, and it appeared that the insulin pump was functioning properly. During the initial call, the customer mentioned that he changes the infusion set every four to five days. Advised the caller to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.